Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 04/26/2018 stating that this lead was in the lv port and was placed in bundle of his. Additionally, noted that the bipolar threshold was 5v to 6v at 1 ms and 4.5v at 1 ms for the unipolar. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).